Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately high compared to another meter (pharmacy meter). The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2019 when she started to obtain readings of over 200 mg/dl with the subject meter. The patient stated that she tests her blood glucose 3-4 times a day and that she manages her diabetes with a combination of levemir insulin and oral medication (metformin 1000 mg twice daily, farxiga 10 or 15 mg once daily, oseni once daily and glipizide 5 mg once daily). The patient claimed that as a result of the alleged inaccuracy issue, her online doctor advised to her to start increasing her insulin from 18 to 28 units. The patient reported developing symptoms of ¿muscle cramps and shaky hands¿ an unspecified time after the alleged issue began. The patient claimed that on december 28, 2019 she took an additional 5 units of insulin but when she still obtained a reading of ¿362 mg/dl¿ with the subject meter she proceeded to the pharmacy where her blood glucose was measured at ¿70 mg/dl¿ on the pharmacy device. The tests were performed within 30 minutes of each other. After the meter comparison, the patient attributed the symptoms to her blood glucose becoming low and claimed she had taken more insulin than necessary. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted that an approved sample site was used for testing and that the correct testing process was being followed. The csa confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on alleged inaccurate high results obtained with the subject meter.